Event description:
Consumer reports their plink giving inaccurate readings when comparing to their old meter. Analysis run on clark error grid using competitive reading (313) as ref points vs bd reading (505) yielded data points in the c range of the grid, outside acceptable limits.